Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in korea, south as follows: it was reported on (B)(6) 2022, that the helical blade of tfna was over inserted toward medial side. So lateral surface of the helical blade was not fixed flat with femur lateral cortex. There no problems that implant length or procedure during operation. But when we checked nail insertion status by c-ram after removed instrument, lateral surface of the helical blade was checked that it sank rather than femur lateral cortex. There is no further information. This report is for one (1) ttfna helical blade perf l85 tan. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: the patient identifier, age, and gender have been updated accordingly. B5: subsequent follow-up with the customer, additional information was received regarding the event. It was reported that the implant has been in the patient for a month and there was no issue. It was further reported that the patient has not experienced a post-op malfunction nor adverse events; and therefore, would not require a removal/revision surgery. H10: correction narrative: h10: upon complaint review, it was determined that the investigation summary was inadvertently not included in the initial report. Therefore, the investigation summary is as follows: investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4). Visual analysis of the photo revealed that there was no damage or defects with the tfna helical blade perf l85 tan. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the tfna helical blade perf l85 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 455p259: this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.